Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type : programmer.

Event description:
The patient reported that the therapy wasn't working, so they went to see the healthcare provider (hcp). It was indicated that the therapy only worked for 3-6 months after implant. It was provided that their device was also not working, so they might have it explanted. They mentioned that they would probably have to go back for pelvic floor therapy again. It was noted that the patient was on oxybutynin and myrbetriq. The patient mentioned that they were suffering from all kinds of things. They provided that they had problems with their knees and weren't walking well. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.